Event description:
Pt. Admitted to pacer with pulses 27-31 in complete heart block. External pacer applied at 3:25 pm in ER. Pt transferred to ICU. At 5:44 shut off and pt went to a straight line. Compressions begun and pt bagged. 5:46 pm pacer began to function. Ma 36 rate 60. Cardiac monitor showed pacing 1:1. Pt transferred to another hosp for permanent pacer insertion.